Event description:
Patient services received a call on 10/1 /2012. Patient mentioned that her previous device from medtronic only last two years. Device was implanted on (B)(6) 2008 and was explanted on (B)(6) 2008. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).